Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt std the cath are defective and received 30 curved cath. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Per follow up information received on 01apr2026, it was reported at the beginning of february customer received 3 boxes (30 count each) of magic go male intermittent catheters ordered by their urologist through liberator. Two of the boxes were curved tip and one was straight tip. All 3 were supposed to be curved tip. Customer did not open the box with straight tip. Customer did try several of the curved tip ones, a few from each of the two boxes. None of them worked. Customer had been doing this procedure for several weeks with the same exact type of catheter. Customer still have all 3 boxes - the two defective and one incorrect. The label on the defective boxes reads bd magic go coude intermittent urinary catheter. Ref # (B)(4), lot # jukx9578.